Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and foreign material was observed on the usable length of the catheter. They had difficulty inserting the thermocool® smart touch¿ electrophysiology catheter into the sheath and when they inspected it, it had a piece of plastic attached to the tip. The catheter was replaced and the procedure was continued and subsequently completed. There was no patient consequence reported. Additional information was provided on the event. The sheath brand was a sr0 8.5 french. The material was logged between tip and ring. The issue was not noticed before use. The foreign material was a white plastic. The device was not used in patient heart. The event was assessed as MDR reportable for foreign material on the usable length of the catheter.

Manufacturer narrative:
The investigation was completed on 15-feb-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30642038m number, and no internal actions related to the complaint was found during the review. Additional clarification was received on the event on 22-feb-2022 stating the issue was not noticed before use. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-jul-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 11-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. They had difficulty inserting the thermocool® smart touch¿ electrophysiology catheter into the sheath and when they inspected it, it had a piece of plastic attached to the tip. The catheter was replaced and the procedure was continued and subsequently completed. There was no patient consequence reported. Additional information was provided on the event. The sheath brand was a sr0 8.5 french. The material was logged between tip and ring. The issue was not noticed before use. The foreign material was a white plastic. The device was not used in patient heart. The product was returned to biosense webster for evaluation. A visual inspection of the device was performed following bwi procedures. Visual analysis revealed a foreign material in the ring #1. No polyurethane (pu) was observed at the margins of the ring. A fourier transform infrared spectroscopy test (ftir) was performed; the results of ft-ir revealed that foreign white material found over the smart touch unidirectional catheter surface is primarily composed of polyethylene (pe) material with barium sulfate (baso4) traces. The cause of this material in the catheter remains unknown. The material found could be related to the sheath. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following contraindications: with a long sheath or short introducer <8.5f in order to avoid damage to the catheter shaft. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).